Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds, loss of capture, diminished r-waves and noise. The rv lead was repositioned towards the septum and remains in use. No patient complications have been reported as a result of this event.